Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5,000 mcg/ml dilaudid at a dose of 1,999 mcg/day and 30 mg/ml bupivacaine at a dose of 11.996 mg/day via an implantable infusion pump for malignant pain and pelvis/pelvic. It was reported that on (B)(6) 2017- the pump was beeping. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and showed motor stall occurred and had not recovered. The issue was not resolved at the time of this report and surgical intervention was planned. The patient's status was "alive- no injury" and no symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that an active motor stall was seen at initial interrogation. Pump status and/or event log showed multiple motor stalls and recoveries and a ¿stopped pump period may exceed tube set¿ message. There were [still] no reported symptoms. It was reported that as of (B)(6) 2017, the patient had their pump replaced, and the pump was being sent back for analysis.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-conclusion 92 updated to 24. If information is provided in the future, a supplemental report will be issued.